Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they developed an allergy to the tape. Customer¿s blood glucose was 6 mmol/l at the time of incident. Customer reports that they did receive medical treatment as a result of site issue. The sensor will not be returned for analysis.